Event description:
It was reported that the patient experienced scarring around pump and the pump would not inflate or deflate. A revision surgery was performed to replace the spectra penile prosthesis (spp) device. A patient outcome from the procedure was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that there was thick scarring at area of implant of malleable. This is the second procedure where this has occurred and it is reported to possibly be due to a reaction from the inhibizone.